Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the trailing haptic broke during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex 570c iol was explanted from the eye and exchanged for a back-up lens of the same model and power. The healthcare professional has confirmed that there was no injury to the patient as a result of this event and states that the patient is "doing well" post-operatively. The c-flex 570c iol was discarded by the healthcare facility. Without the ability to examine the device, a failure mode and root cause is extremely difficult to ascertain. Our review of production records for the c-flex 570c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from his batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (july 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type have been received against the c-flex 570c iol batch (B)(4).